Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/3/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor smooth round moderate profile 425 cc saline prosthesis, catalog: 3501670, serial number: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a mentor smooth round moderate profile 425 cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure during implant exchange surgery. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 225 cc gel prostheses on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) was reviewed on 5/18/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure during implant exchange surgery. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 225cc gel prostheses on 4/12/2018. The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a crease on the anterior aspect and extending to the posterior aspect. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Complaint was not confirmed. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).